Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the device was inflated above its' rated burst pressure, which contradicts the dfu. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 85% stenosed, eccentric shaped, less than 15mm, de-novo target lesion was located in the non-tortuous and severely calcified, 3.25mm in diameter, proximal right coronary artery (rca). This 2.50x15mm apex balloon catheter was selected for pre-dilation. The balloon catheter was advanced to the lesion without resistance and the balloon was inflated. The plaque did not yield, so the physician continued to inflate the balloon past rated burst pressure, at which point the balloon ruptured. Pre-dilation was completed with another balloon resulting in 0% stenosis. The procedure was completed with the implantation of a promus stent and post-dilation with a 3.5x15mm nc quantum apex balloon catheter. No patient complications were reported and the patient's status is ok.